Event description:
It is reported that in 1998 pt underwent unicompartmental knee replacement. Post-op, as a result of pain and swelling, the right knee was revised where the tibial articular surface was removed and replaced.